Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was later received from the patient's clinic indicating that there is no record of any device or lead m alfunction, any shocks or intervention.

Event description:
It was reported by the patient that the patient was at work and was shocked. The patient also indicated that they were told that their device "reset". The patient noted that they were operating a door with an electromagnet when the shock occurred and that the magnet may not have been grounded properly. Additional information has been requested, but is not available. The device was reset and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.